Event description:
It was reported that pump displayed altitude alarm while insulin delivery was suspended and speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove obstruction, gently clean speaker holes, wipe area, remove and reconnect cartridge, and wait to resume insulin, and after following these steps customer stated that pump was working properly and was advised to call again if problem occurred.